Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported going to the emergency room due to high blood glucose and running out of supplies for the insulin pump. The customer stated she had run out of reservoirs. The customer's blood glucose was 460 mg/dl at the emergency room, and 260 mg/dl at the time the issue was reported. The customer reported headaches as a symptom of high blood glucose. Customer was treated with IV. The customer was not wearing the pump 12 hours prior to or at the time of the emergency room visit. During troubleshooting, no leaks were found, however, the insulin pump failed the high pressure test twice. Nothing further reported.